Event description:
It was reported that during implant procedure, patient's implantable cardioverter defibrillator (ICD) exhibited inappropriate shock due to noise oversensing. High out of range pacing and defibrillation impedance was also noted. The device was not installed and the procedure was completed using an alternate device on (B)(6) 2024. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was not returned for additional evaluation. Therefore, the event could not be confirmed, and the cause remains unknown.

Manufacturer narrative:
The reported field event of impedance anomaly, noise, and inappropriate therapy was confirmed. Telemetry, high voltage impedance, and high voltage output functions of the device were found to be normal. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The cause of the reported field event is consistent with an integrated circuit anomaly.